Manufacturer narrative:
Concomitant medical products: product ID: mc1vr01-delsys fdc 22. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg), after review of cinematographic image, physician suspected cardiac injury occurred during the first ipg placement attempt. A electrocardiogram was performed, and pericardial effusion was confirmed. Patient was kept for observation without intervention. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.